Manufacturer narrative:
Correction: product ID 97755, serial# (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID 97755, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Date is estimated; year is valid. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they had been having trouble with the controller. Pt stated that they had talked to their manufacturer representative (rep) a few times and did some troubleshooting, however the rep told the pt to call the manufacturer for a replacement device. Pt stated that when they try to recharge the ins, a message will appear saying to call mdt; the pt was asked if they recalled further screen details and pt stated that they thought it said "software", however they didn't remember. Pt stated that the controller would also say "unable to recharge", so they would have to reset the controller two or three times before they couldactually recharge the ins. The pt removed the battery pack from the controller to obtain the controller serial number; pt stated that it was easier said than done to remove the battery pack from the controller. The pt attempted to recharge the ins during the call to see if the issue could be recreated, however the error message did not appear during the call. Pt stated that sometimes when they wiggle the recharger (rtm) cord the wrong way, the message would appear; the pt was asked if the rtm was loose in the controller and pt stated that the connection seems tight between the rtm and the controller, however if they would just touch the rtm cord then the message would appear. The pt was asked if the rtm was getting hot while recharging the ins; pt stated that the paddle would get kind of warm. Pt confirmed that they didn't have any issues recharging the controller from the ac power supply. Pt stated that when recharging the ins, they would usually sit up in bed and be real still, however when they would check the charging status the controller would be shut off completely. When asked for the event date, pt stated that it had been going on for a couple months. Pt mentioned that they had the controller replaced before. When asked when the controller was replaced; pt stated that it had been a year but that they didn't know. An email was sent to the repair department to replace the rtm. No symptoms were reported.